Manufacturer narrative:
See regulatory report: 6000153-2016-00183 for information regarding the lead. These two device's are part of the same system, however component reporting was utilized when the regulatory report 6000153-2016-00183 was submitted, and therefore was continued. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the device was not working. The patient reported that he had fell in the bathroom on one side on his hip, and when he fell it wiped the implantable neurostimulator (ins) out or jolted it. No further complications were anticipated/reported.